Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced infusion set leakage event on 13-jun-2024. The infusion set was in use for four days. The location of leak was at abdomen. The glucose level was 33.3 mmol/l. No further information available